Event description:
The manufacturer received information alleging the leak test step had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the leak test step had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. The device was requested for return; however, the customer/end user refused to return the device and no device evaluation is possible at this time. A final report is being submitted. If new information becomes available a supplemental report will be completed.